Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined the likely cause of the reported problem was a damaged pin on the video connector.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that a b30 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.